Event description:
It was reported that the patient was experiencing inadequate stimulation and frequent ipg charging. The patient underwent a revision procedure wherein the ipg and leads were replaced. The patient was doing well postoperatively and all device components were discarded.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-70, serial: (B)(6), batch: 20052361 / 20052361.